Manufacturer narrative:
This report is associated with argus (B)(4), biotene mouthwash (2013 formulation).

Event description:
Burnt mouth [burned mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) male patient who received glucose oxidase (biotene mouthwash (2013 formulation)) mouth wash (batch number (B)(4), expiry date 30th november 2017) for dry mouth. Co-suspect products included glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number (B)(4), expiry date 31st march 2017) for dry mouth and sodium fluoride (biotene dry mouth fluoride toothpaste fresh mint (2013 formulation)) toothpaste (batch number (B)(4), expiry date 31st december 2017) for dry mouth. Concurrent medical conditions included head and neck cancer (he was hospitalised due to medical treatment for his cancer. Had undergone radiation and chemotherapy) and hospitalization (due to medical treatment for cancer). Concomitant products included biotene oralbalance unknown formulation (biotene). In (B)(6) 2015, the patient started biotene mouthwash (2013 formulation) (dental) at an unknown dose and frequency, biotene moisturizing mouth spray (2013 formulation) at an unknown dose and frequency and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) (dental) at an unknown dose and frequency. In (B)(6) 2015, an unknown time after starting biotene mouthwash (2013 formulation), biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation), the patient experienced burned mouth (serious criteria gsk medically significant). Biotene mouthwash (2013 formulation) was discontinued (dechallenge was positive). Biotene moisturizing mouth spray (2013 formulation) was discontinued (dechallenge was positive). Biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) was discontinued (dechallenge was positive). On an unknown date, the outcome of the burned mouth was recovered/resolved. The reporter considered the burned mouth to be related to biotene mouthwash (2013 formulation), biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). Additional information: the consumer's wife reported that her husband used the biotene mouth spray, biotene toothpaste, and biotene mouthwash and those products burned his mouth. These products which were sample sizes given to them when her husband was hospitalised due to medical treatment for cancer. She stated that they also bought regular sized variants of these products as well. Her husband first used the product back in (B)(6) 2015 and only used them about 1-2 times, and never used them again because of the reaction. The wife further stated that her husband also used biotene gel in (B)(6) 2015 and the product did not burn his mouth, but it was very effective overnight.